Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient initials: (B)(6). (B)(4). Device broke during insertion; device not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon was performing a triple arthrodesis procedure. During the procedure he had placed 7.3mm cannulated screw across the subtalar joint. After placing the 7.3mm screw he was attempting to place 4.5mm cannulated screw across the talar navicular joint. He encountered some resistance and when checked things under x-ray, he discovered that the threads of 4.5mm cannulated screw unraveled/sheared off. Surgeon had to remove remainder of the 4.5mm cannulated screw as well as sheared off threads. He redirected and put another 4.5mm cannulated screw across the talar navicular joint at slightly different position. One small fragment of the sheared off 4.5mm cannulated screw was not retrieved and remained in the patient. During the same procedure he was putting another 4.5mm cannulated screw over the 1.6mm threaded guide wire 150mm and the wire broke. The screw went in fine. Surgeon was not able to retrieve the tip of the wire and it remained in the patient. There was fourteen to thirty (14-30) minutes surgical delay due to reported event. Surgery was completed successfully without any other medical intervention required. Patient status/outcome reported as stable. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the screw was received in 2 portions with complaint category broken intraoperatively. This complaint is confirmed as the thread has peeled away from the core diameter of the screw. The relevant drawing was reviewed during this evaluation. The screw was made from 316l stainless steel which is an appropriate material for an implantable device of this type. The 1.7mm cannulation is necessary to enable passage of a 1.6mm guide wire for precise screw targeting for implanting or extracting. The design is adequate for its intended use and most likely did not contribute to this complaint. A definitive root cause was unbaled to be determined; but most likely due to dense bone or insertion torque exceeding device strength. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.